Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap "burned her." The cause of the consumer reporting receiving a burn from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch t88444 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the third complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigations were not confirmed to have a manufacturing root cause related to the subclass. On the basis of this evaluation, a trend does not exist for this lot review of the device history record (d..

Event description:
Got a burn [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer. This 60-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (upc number: 305733010037, lot number: t88444, expiry date: sep2020) from unknown date between (B)(6) and (B)(6) because her "back was hurting". Medical history included diabetes and hypertension. Concomitant medications were not reported. The patient reported that they got the thermacare heatwrap and she got a burn from that. The patient started to use the product "probably between december and february". She went to the doctor and they put her on an antibiotic. The patient stated the thermacare heatwraps back pain therapy was the one that burned her. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Per the product quality group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap "burned her." The cause of the consumer reporting receiving a burn from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch t88444 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the third complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigations were not confirmed to have a manufacturing root cause related to the subclass. On the basis of this evaluation, a trend does not exist for this lot review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The visual inspection of a retain samples included one carton and two pouched wraps inside carton. Inspection shows no obvious defects to cartons or pouched wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 20aug2019. An evaluation of the complaint history confirms that this is the third complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigations were not confirmed to have a manufacturing root cause related to the subclass. On the basis of this evaluation, a trend does not exist for this lot. Severity of harm: s3. Follow-up (02may2019): new information received from a contactable consumer (patient) included: additional reporter, patient gender updated to female, suspect product details (including trade name updated to thermacare lower back & hip, upc number, lot number and expiry date added). Follow-up (14jun2019): new information received from product quality complaints includes: investigation summary. Follow up (20aug2019): new information received from product quality complaints (pqc) group included: additional product quality investigation results. Follow-up (31aug2019): new information received from product quality complaints (pqc) group included: additional product quality investigation results. Company clinical evaluation comment based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] got a burn [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer. This 60-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (upc number: 305733010037, lot number: t88444, expiry date: sep2020) from unknown date between december and february because her "back was hurting". Medical history included diabetes and hypertension. Concomitant medications were not reported. The patient reported that they got the thermacare heatwrap and she got a burn from that. The patient started to use the product "probably between december and february". She went to the doctor and they put her on an antibiotic. The patient stated the thermacare heatwraps back pain therapy was the one that burned her. Per te product quality group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Follow-up (02may2019): new information received from a contactable consumer (patient) included: additional reporter, patient gender updated to female, suspect product details (including trade name updated to thermacare lower back & hip, upc number, lot number and expiry date added). Follow-up (14jun2019): new information received from product quality complaints includes: investigation summary. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] got a burn [thermal burn] , . Case narrative:this is a spontaneous report from contactable consumers. This 60-year-old female consumer started to receive thermacare heatwrap (thermacare lower back & hip) (upc number: 305733010037, lot number: t88444, expiry date: sep2020) from unknown date since back was hurting. Medical history included diabetes and hypertension. Concomitant medications were not reported. Consumer stated, they got the thermacare heatwrap she got a burn from that. Consumer started to use the product probably between december and february. Consumer went to the doctor, they put her on an antibiotic. The patient stated the thermacare heatwraps back pain therapy was the one that burned her. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (02may2019): new information received from a contactable consumer (patient) included: additional reporter, patient gender updated to female, suspect product details (including trade name updated to thermacare lower back & hip, upc number, lot number and expiry date added). Company clinical evaluation comment based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap "burned her." The cause of the consumer reporting receiving a burn from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint.

Event description:
Event verbatim [preferred term] got a burn [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. This 60-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (upc number: 305733010037, lot number: t88444, expiry date: sep2020) from unknown date between december and february because her "back was hurting". Medical history included diabetes and hypertension. Concomitant medications were not reported. The patient reported that they got the thermacare heatwrap and she got a burn from that. The patient started to use the product "probably between december and february". She went to the doctor and they put her on an antibiotic. The patient stated the thermacare heatwraps back pain therapy was the one that burned her. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Per the product quality group on 14jun2019: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Per the product quality group on 20aug2019: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap "burned her." The cause of the consumer reporting receiving a burn from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Follow-up (02may2019): new information received from a contactable consumer (patient) included: additional reporter, patient gender updated to female, suspect product details (including trade name updated to thermacare lower back & hip, upc number, lot number and expiry date added). Follow-up (14jun2019): new information received from product quality complaints includes: investigation summary. Follow up (20aug2019): new information received from product quality complaints (pqc) group included: additional product quality investigation results. Company clinical evaluation comment based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] got a burn [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6)-years-old consumer of unknown gender started to receive thermacare heatwrap (thermacare heatwrap) from unknown date since back was hurting. Medical history included diabetes mellitus and hypertension. Concomitant medications were not reported. Consumer stated, "we got your thermacare heat wrap I got a burn from that." Consumer started to use the product probably between december and february. Consumer went to the doctor, they put him/her on an antibiotic. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.